Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked to clarify the pain being caused by the implant placement they stated that their hcp said they would not see the device or feel it externally. They stated that they had a constant bruise and that the device bulges out and can be felt. It hurt when they had to do any exercises and when they were on their back. When asked what steps were taken to resolve the issue they stated that the hcp had only set up follow up visits with their assistant. The hcp said nothing could be done except to remove it. This issue had not yet been resolved.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had been having hip issues since they had the stimulator implanted. Patient said after the surgery they had bleeding that went all the way down to the back of their knee and since implant they've have a little bruise there all the time and this all started in august (2023) and has gradually gotten worse: they have right side, hip/ leg pain, they can't walk without using a walker or cane, they are hunched over because they are in so much pain, it starts from their right butt down the front of their thigh to the back of their calf and to the bottom of their foot. Patient said their right side, is in constant pain when standing and sitting down when they stand they are hunched over. Patient asked about known adverse effects and said they tried to find out if it would get better if it was turned off, so they turned it off for 10 days or 2 weeks and the pain wa s the same as when it was turned on, they think the pain is caused by how the implant is placed. Patient said prior to ins they had been a very active person, they went to the gym 4 times a week, patient said they are thin. Their doctor told them they would not have any pain and they would not notice it but they are very thin and they really notice it, it is the size of the palm of their hand. Reviewed some ins labeling information and redirected to their doctor. Offered and sent physician listings. The patient mentioned other medical history. This included patient said they have seen a sports doctor and a physiatrist to try to get cortisone shots, they have had an MRI and 2 x rays but their doctor just says they have never heard of this happening before. Patient said it seemed like it worked but they also put themself on cannabis gummies at the same time so they were sleeping better. Patient said the evaluation in july was painful it hurt so much, the manufacturer representative (rep) was there for the evaluation procedure and said: to the left, to the right. Patient said they felt that was inappropriate and the procedure was very painful. Redirected to doctor. Offered and sent listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that nothing had been done to resolve their issue and nothing was planned. They were not pleased with the product or the doctor who recommended it and did the surgery. They stated that they had the ptns for 4-5 years monthly and that they had good success. On (B)(6)2023 they met with their healthcare provider (hcp) who they had not met before. They met with them because they had 2 uti's in a month and was getting up 4-5 times a night to urinate. During their meeting the hcp suggested the implanting of the ins. They said that they would not see it or feel it and that it was at the size of a large coin, had a battery life of 10 years, and they wouldn't have to do their monthly appointments for ptns. Their physician's assistant said they were a leading hcp for this implant procedure. They told the patient to try the trial first. They would have a temporary unit put in their back in their office and local anesthesia would keep the pain in check. They stated that the procedure was, however, extremely painful. On (B)(6) they put in the actual device showing it to them on the morning of the surgery and it wasn't the size of a coin, rather the size of the palm of their hand. The procedure was done on (B)(6) and in august they began having debilitating pain and were unable to walk. They met with their hcp on (B)(6) and noted their unit was visible and constantly showed bruising. They said it was because of the patients size. On (B)(6) 2024the patient called in and said they may have their device removed because it was causing them pain, they couldn't walk without pain and the doctor was not getting back to them. The patient said their doctor told them they would not have any pain and they would not notice it but they were very thin and they really noticed it. They were not happy with the device and not happy with the doctorthat implanted it. They stated they had a consultation with a surgeon, had seen a chiropractor, an acupuncturist, a sports medicine doctor, and had done physical therapy but they were bruised all the time from the pressure on the device when they do exercises on their back. Reviewed some reported adverse event information from labeling. Reviewed the patient could contact the patient advocate at the hcp organization or can ask their general practice doctor who they know who could help, or their health insurance company. Offered to resend hcp listings and offered to send the patient clinical summary booklet.

Event description:
Additional information was received from the patient. When asked to clarify the statement, "pain was caused by how the implant was placed," the patient stated they never saw the device until the day of surgery. They didn't know it was so large and the patient was told it was "just a battery size." Patient stated they feel it and was told they wouldn't see it or feel it. Patient reported the temporary placement in the healthcare provider (hcp) office was very painful. A manufacturer representative (rep) was there and giving verbal cues. Patient was not told the rep would be there and stated it was an invasion of privacy issue for them. Patient was told they were small and it was thought to be placed correctly when the surgery was done. Patient had not lost weight between initial consultation and actual surgery. Patient stated they have had a constant small bruise (visible) where it's placed. Patient began having pain walking from sacral nerve flare up. Patient stated their hcp didn't look into it and was told that hadn't happened before. To resolve the issues, the patient has had follow-up appointments and explained their concerns to their doctor. Patient is being referred to their doctor's physician assistant. Patient stated they are still feeling tenderness in the area of the implant and it can definitely be felt externally. Patient reported that removal or replacement was not planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.